Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited rapid battery depletion. The patient experienced dizziness and malaise. Pauses were noted on the electrogram which may be explained by marginal telemetry. The ipg was reprogrammed and subsequently explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.